Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The cut functionality of the probe was unable to be tested due to the actuation failure. The probe sample was disassembled, and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. The fillet was observed to be conforming and no presence of adhesive was observed on the inner cutter. No wear marks were observed along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had an actuation failure. The cut functionality of the probe could not be determined due to the actuation failure. Therefore, the reported cut failure was unable to be confirmed. The cause of the actuation failure is the separation of components within the probe. It appears that during use the adhesive bond failed causing the inner cutter to detach from the coupling. The exact root cause of the inner cutter detachment cannot be determined; however, a manufacturing related rot cause cannot be ruled out. A non-conformance investigation has been initiated in order to investigate the root cause of the inner cutter detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that probe cutter did not cut during the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm. The procedure type was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).